Event description:
It was reported that a microperforation of the right ventricle occurred. One day post implant the lead was explanted and replaced. Additional information obtained from the clinic noted that a pericardiocentesis was performed and the patient was discharged ten days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).